Manufacturer narrative:
Complaint confirmed, the inferior side of the central hole ID was found to have circumferential abrasion marks and damaged, causing it to be undersized. The undamaged section of the central hole ID was found to meet specifications. The damage is consistent with another object grinding, thus the cause is likely to be prying/leveraging the drill bit during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow up will be submitted.

Event description:
It was reported that the device did not drill correctly into the bone and got stuck in the central hole. Metal abrasion was produced. Nothing remained inside the patient. According to the surgeon no harm for patient, operator or third party occurred. The shoulder prosthesis surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.